Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was leaking from the trocar. They continued to use it. There was no patient impact reported. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.